Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred when the customer was entering in a blood glucose (bg) reading in the pump. The customer reported a bg level of 101 (mg/dl). Troubleshooting with tandem technical support was initiated; however, the customer declined to complete the process. Reportedly, the customer will change their infusion set and resume insulin delivery.